Event description:
It was reported that at the user facility the battery was leaking. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility the battery was leaking. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
It was reported that at the user facility the battery was leaking. Upon follow up, the user facility was not able to provide any further information regarding the reported event. The device will not be returned for analysis;

Manufacturer narrative:
The quality investigation has been closed as the device was not returned to the manufacturer for analysis.